Event description:
The patient reported that three of their v-go 20 devices in which the needle button released. The patient stated that no devices are available to be returned to the manufacturer for evaluation.